Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2022-00156-00 under a different suspect device. The field service representative (fsr) inspected the instrument and found crystals on the diverter, load and unload. The fsr cleaned the part which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(4). A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the syringe assy did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(4) or the diverter, load and unload was identified.

Event description:
The customer observed a falsely elevated architect anti-hbs result for one sample. The following data was provided: initial result = 74.11 miu/ml (protective), repeat = 1.76 miu/ml (not protective). No impact to patient management was reported.